Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a fractured locking ring on the acetabular shell and polyethylene wear of the acetabular liner. The locking ring and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05534 / 05535).